Event description:
On an unknown date, metal powder at the torque screw was found when pressure was applied. The product problem was found during the incoming inspection of goods by the distributor. There was no patient contact and no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.